Manufacturer narrative:
Investigation: as bd pas had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Bd technical services provided troubleshooting for the customer, educational material and re-education regarding excess tourniquet time.

Event description:
It was reported that an unspecified number of an unspecified bd edta tube experienced erroneous results during use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Conducted observation of the rn draws and observed that the tourniquet was left on the arm of the patient too long. Education of tourniquet time, placement and limited use of syringes resolved their issues. The educational materials will be reviewed with the director of nursing, primary ed director and retraining will be conducted for the rns on the units and the ed. Additionally, the account has decided to come back to using the bd vacutainer edta tubes. The account converted to k2edta tubes due to previous issues with bd tubes. Since, the conversion they continued to have similar issues with erroneous hgb results. They want to learn if there may be blood collection techniques that may be contributing to their current preanalytical issues. She explained the techniques- ER patient collected if the results were low the physician requested a recollect by phlebotomy staff, which resulted in an increased hgb result. Another collection method by ER was with a 10cc bd syringe (302995) connected directly to bd insyte catheter ( cat# to follow) adapter was used to transfer to tubes. Hgb results were low, phlebotomy recollected and results normal. Stated that tubes were not hemolyzed but could note a difference in red cell volume, tubes filled adequately but not sure of the total number of inversions. No extension sets are used with line draws when multiple tubes were collected and the cbc results were questioned, then all tubes were recollected. The edta tubes were retested on another analyzer and resulted repeated. To support this customer reviewed importance of proper use of syringe and transfer, collection from line, and proper techniques with mixing and handling the tubes.' Customer had the same previous issue with bd edta tubes with variance in hgb values when tubes were filled with blood drawn into a syringe vs direct draw into a tube. Since the problem is also occurring with the other tubes she now feels it is a syringe issue. States that they are using a bd syringe. She states that the blood is not being drawn from a line so their is no IV fluid contamination, no clots or hemolysis. Customer is inquiring if drawing with a syringe has an affect on increased hemoglobin erroneous results. Customer stated while using competitors tubes, they noticed the hemoglobin levels are usually erroneous if drawn with a syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd edta tube experienced erroneous results during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. Conducted observation of the rn draws and observed that the tourniquet was left on the arm of the patient too long. Education of tourniquet time, placement and limited use of syringes resolved their issues. The educational materials will be reviewed with the director of nursing, primary ed director and retraining will be conducted for the rns on the units and the ed. Additionally, the account has decided to come back to using the bd vacutainer edta tubes. The account converted to k2edta tubes due to previous issues with bd tubes. Since, the conversion they continued to have similar issues with erroneous hgb results. They want to learn if there may be blood collection techniques that may be contributing to their current preanalytical issues. She explained the techniques- ER patient collected if the results were low the physician requested a recollect by phlebotomy staff, which resulted in an increased hgb result. Another collection method by ER was with a 10cc bd syringe (302995) connected directly to bd insyte catheter (cat# to follow) adapter was used to transfer to tubes. Hgb results were low, phlebotomy recollected and results normal. Stated that tubes were not hemolyzed but could note a difference in red cell volume, tubes filled adequately but not sure of the total number of inversions. No extension sets are used with line draws when multiple tubes were collected and the cbc results were questioned, then all tubes were recollected. The edta tubes were retested on another analyzer and resulted repeated. To support this customer reviewed importance of proper use of syringe and transfer, collection from line, and proper techniques with mixing and handling the tubes. Customer had the same previous issue with bd edta tubes with variance in hgb values when tubes were filled with blood drawn into a syringe vs direct draw into a tube. Since the problem is also occurring with the other tubes she now feels it is a syringe issue. States that they are using a bd syringe. She states that the blood is not being drawn from a line so their is no IV fluid contamination, no clots or hemolysis. Customer is inquiring if drawing with a syringe has an affect on increased hemoglobin erroneous results. Customer stated while using competitors tubes, they noticed the hemoglobin levels are usually erroneous if drawn with a syringe.